Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the unit and found that the cxps frame was not operating properly. To resolve the issue, the technician reset the rack. The unit was tested, confirmed to be operating according to specification, and returned to service.

Event description:
The user facility reported that prior to patient procedures their hexavue custom room rack was not displaying an image and that the image in preview was distorted. No report of injury.